Event description:
A cartridge alarm was reported, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, cts decided to replace the pump. The caller was informed about the replacement and the associated procedures, including putting the pump into storage mode and returning it to tandem. The replacement pump was sent to the customer, who acknowledged the instructions and opted to use mdi as a backup therapy.